Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated upon completion of analysis.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted approximately three weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with electrocautery damage in outer insulation, which was determined to be due to the explant procedure. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) due to a dislodgement. The patient will be scheduled for a revision procedure in the future. No adverse patient effects were reported.